Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that an implanted impella 5.5 pump was inadvertently pulled out during ambulation. Attempts to reposition the device were unsuccessful and the decision was made to replace the device. There was no patient harm.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The cause of the positioning issue most likely was patient movement during ambulation. Added- h6 impact code 4628.